Manufacturer narrative:
Additional information received from the customer. Section a2, age at time of the event: 65. Section a2, date of birth: july (B)(6). Section a3, gender: female. Section e1, title: dr. Section e1, first/given name: (B)(6). Section e3, occupation: physician affected eye is the right eye(od). Investigation results. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 19, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that a piece of cut lens with a damage (partially severed but not detached from drill hole) haptic was received. Based on the returned condition of the lens no further product evaluation could be performed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted."

Manufacturer narrative:
If implanted, give date: not applicable, as the device was not implanted. If explanted, give date: not applicable, as the device was not implanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being implanted the posterior capsule ruptured. A vitrectomy was needed. The procedure was completed with a different iol. No further information was provided.